Manufacturer narrative:
(B)(4).

Event description:
Pt transmitter not working during the middle of the session pt display device showed "pair new transmitter option " no prior message that was shown so she had to remove it pt was interacting with the device